Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. There was a small amount of foreign material in the connector port. A stable output was observed on every electrode pair including unipolar mode. The alleged failure could not be duplicated.

Event description:
It was reported that the patient experienced intermittent shocking sensations at the neurostimulator site. The neurostimulator was replaced. Further information is being requested from the hcp.